Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889 , product type lead.

Event description:
Patient stated that device had not worked since last thursday, patient stated that his spouse cut off wires when trying to change bandage. Patient stated that representative and doctor were aware of situation. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.